Event description:
The customer complained of the system shutting down without command when sitting idle. There were no reports of an injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.